Manufacturer narrative:
The field service representative (fsr) verified the reported issue based on a video taken by the perfusionist. The fsr replaced the oxygen (o2) sensor and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) was fluctuating. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d9 and e1. Per data log review: based on the electronic patient gas system (epgs) log, there is a faulty oxygen (o2) sensor it failed calibration with a zero value, then it passes on the second attempt. This can make the o2 reading fluctuate. There are also multiple o2 sensor and blender disagree errors where the o2 sensor is reading a zero value. On (B)(6) 2025, the o2 sensor as replaced and reset to zero and the issue was resolved. Per the user facility, the unit was used until the end of the case. The display reading fluctuated, but the fraction of inspired oxygen (fio2) remained steady. An o2 tank was in the room if needed but was not used. The fsr replaced the o2 sensor on the pump and the issue resolved.